Event description:
It was reported that the home patient was "mis threaded", which the nurse believed caused a slow leak of blood totaling approximately 1l of blood loss. The home patient took several boluses of fluid to remedy and treatment ended.

Manufacturer narrative:
Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo user manual has the following warning: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) found no issue with the console and console operated as intended. Furthermore, console has been used in subsequent treatment. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.